Event description:
User alleges water leaks in the blood pt circuit. Hemolyse. No adverse effect to pt. Confirmation was given that the warming tubing set was tested prior to use with saline. The warming tubing sets have been destroyed by the complainant. The unit was pretested with saline. Event occurred in a foreign country.